Event description:
Initial report received from operation room nurse states "while pulling ports of the patient's abdomen at end of case, trocar broke into pieces and they had to be retrieved out of the pt's fascia." After discussion with the physician and visual inspection two tiny pieces of plastic (the suture is wrapped around this area to hold the port in place) broke. This happened at the end of the procedure. Representative indicates some physicians, by virtue of their strength, pull off some of this plastic.